Event description:
It was reported that t-wave oversensing was noted on stored episodes. Reprogramming was performed. The following day oversensing was noted to have occurred during the impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).